Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from patient was received. Patient stated replacement of desktop charger resolved the patient¿s stimulator was not working and the issue had been resolved. No further complication and no symptoms were reported.

Manufacturer narrative:
Continuation of d11: product ID 37761 lot# serial# (B)(4) implanted: explanted: product type recharger: fdm, fdr and fdc applies to pli desktop charger: analysis of the desktop charger (serial # (B)(4)) found that connector pin broken. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: product ID: 37761, serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #:(B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient that was implanted with a neurostimulator (ins) for spinal pain. It was reported the patient had trouble charging the ins recharger (insr) from the wall. Patient stated the status of the insr battery was low. Patient stated he had it plugged in for 7 days and it had not really moved, the desktop charger looked good and the green light was on. A replacement desktop charger would be sent to patient. It was noted recharger would not charge, it showed it was charging but the battery didn¿t increment. Patient could charge his ins when it was plugged in. Additional information later date from patient stated that his stimulator was not working. It was noted the patient had problem with the recharger, it was not charging the battery, the green light came on, but it was not connecting or charging the battery.